Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction did not recur after the pump was reset, and the customer was able to continue using the pump. The caller was advised to call back if the issue recurs, which they acknowledged and understood.